Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on (B)(6) 2021. Flow rate testing confirmed that the flow rate deviation was -1.08%. The flow rate accuracy was within the +/-5% specification. The reported flow rate issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00100).

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user that, "that pump 704095 had infusion volume issue". Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
Infutronix is waiting for device to be returned for evaluation.